Event description:
It was reported an infection occurred and there was vegetation on the leads. It was further reported the patient was shocked six times due to t-wave oversensing (twos). The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 implantable pacing lead, implanted: (B)(6) 2013; 407645 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).